Event description:
Legal department received a phone call from patients family member claiming they are facing a revision surgery due to metal shavings. They had bi-lateral hip surgery january 2001. Further follow-up is being conducted.